Event description:
It was reported at the patient¿s refill the prior (B)(6), the patient¿s health care professional (hcp) aspirated at least 40 ml of a yellow bloody substance. The hcp then continued with refill and injected 40 ml of drug into what they thought was the pump. The patient immediately turned ¿grey¿ and started having seizures. A pocket fill was suspected. The patient was admitted to the hospital and was currently intubated in the ICU at the time of report. The patient was extubated the day prior, but had to be re-intubated. The patient¿s symptoms also included altered mental status, overdose and less than 50% therapy relief. The location of the issue or symptoms was the device pocket. The manufacturer¿s representative was able to interrogate the pump on the day of report and the reservoir volume showed 24.9 ml. The pump was not programmed at the time of the attempted refill. It was noted that the patient may still be getting drug. The patient¿s managing hcp did not have privileges to the patient¿s current hospital. The patient¿s status at the time of report was alive ¿ no injury. It was later reported that it had not been determined if a pocket fill occurred. No further interventions had been done to mitigate or resolve the symptoms. The pump was used to infuse fentanyl (20,000 mcg/ml at 2748 mcg/day). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: catheter, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient went in for a refill on (B)(6) 2014 and experienced a pocket fill and accidental overdose. The pocket fill was 800,000 mcg. It was believed that after the pocket fill the pump was turned off and the reporter did not know that the pump was not turned off. On (B)(6) 2014 the patient went to have the pump explanted and they confirmed the pump was on and delivering medication. There was 5 cc of medication left in the pump. The pump could not be explanted because it was still on. When they aspirated the drug initially they pulled back a yellow fluid. At that point they then filled the pump and then almost immediately the patient seized and was unconscious. The patient was then transported to the hospital and intubated. She was in the hospital for a few weeks. They did not do anything with the pump at that point and it continued to run. The patient went home and was doing fine. The following information was received from the patient's daughter. On (B)(6) 2014 at 3 pm the patient went in for a routine medication management appointment at the pain care clinic. The patient has a pump which was surgically installed in her body through her spinal cord and into her brain, because of this she visits only once every three months. During the patient's appointments any remaining old medication is removed and the pump is refilled with 80ml of fentanyl. "This procedure is done by inserting a tool under the skin into the specially designed opening in the pump and injecting 2 syringes 40 ccs each, protocol calls for these tools to be guided by fluoroscopy or ultrasound." On (B)(6) 2014 (and many times in the past) this procedure was done without guiding tools because the hcp believed they were skilled and knew where to insert the line that would remove and later deliver medication. The hcp began removing what they thought to be the remaining fentanyl. While normally clear, it came out a yellowish color and the doctor pointed out this abnormality assuring the patient it would be sent out for testing. The doctor continued removing the fluid, at 40 ccs the fluid color was off and it was noted to be 15ccs more than expected to be remaining in the pump at the end of the 3 month cycle and there was more. The hcp opened another empty syringe and removed another 20ccs fluid. The doctor began to inject 40ml (8,000 ,000 micrograms) of fentanyl which was to last the patient 3 months for the purpose of pain management related to scar adhesions an d wire mesh leftover from numerous previous surgeries. The patient spoke up that the injection burned, it didn't normally. The doctor told her not to touch the injection site. The patient felt weird. The doctor finished the 40ccs. The patient was scared. The doctor unhooked the delivery line. Within seconds of being unhooked the patient began to seize. The doctor called for help, there was no tech in the room, while holding open the patients airway. No one came. The doctor called again and called for a crash cart four times, it was locked and the keys could not be found. They called 911. The patient stopped breathing and began turning blue. Nine minutes after the seizure started they found the keys and hooked the patient up to oxygen. The patient took her first real breath as the paramedics arrived but remained limp and unresponsive. The doctor did not know what had happened. The discolored fluid was sent to the lab and the emt's took the patient to the hospital. In the ambulance a narcan bolus was administered, a short acting agitator so it counteracts the effects of opioid for a short time. The emt got nothing for a response. At the emergency room (ER) the patient would sporadically respond to her name by looking around her, her body was shaking with tremors. An hour later the patient no longer responsive to her name or touches responded to a narcan bolus. It was the first indication that the seizure and unresponsiveness was caused by opioids. The ER doctor gave the patient another bolus, she woke up and told them her name and birthday, squeezed her daughters hand at the daughters request and was unresponsive and experiencing tremors once again. The patient was hooked up to a narcan drip and not certain how much fentanyl the patient had "coursing through her body". While on the drip the patient would sporadically respond to her name but was not able to stay awake when prompted and her respiratory rate was extremely depressed. Two hours later she had received all of the narcan ER doctors could give her but she was not improving. To stop the patient from struggling to breath the doctors intubated her and transferred her to intensive care unit (ICU). At that time it was 3 am saturday morning. Seven hours later the daughter was told by the doctor who performed the procedure that they "figured out what happened" and that the yellow colored fluid was not old medication nor was the fluid infected. The fluid was a collection of fluid that had formed a pocket around the pump. The reason so much fluid was extracted was because the fluid pocket was being extracted. Using fluoroscopy this would not have happened. The pump was never accessed. The same line that was supposed to draw out the old medicine delivered the new medicine the 80ccs of fentanyl injected by the doctor which was to be dispersed over 3 months was injected into the patient's body and not the pump. The delivery of an opiate 150 times per mg more powerful than morphine caused the patient to go into a seizure like episode that left her unresponsive. On (B)(6) 2014 (saturday morning) the patient remained intubated and had little control over her body. The patient was sleepy but opens her eyes and looks at you when you start talking just for a few moments. The patient was scared when she wakes unsure of what's going on and still experiencing tremors in her hands and feet. The doctor told the daughter that after about 30 hours the fentanyl would be out of the patient's system. The patient's daughter waited all day then all night for a change in her cognition and control over her body. On (B)(6) 2014 (sunday) the patient was still intubated and there had been no change. The daughter indicated the patient might never be the same. On (B)(6) 2014 (monday morning) it was noted that in seven hours the patient would begin a round of breathing tests to determine if she had grown strong enough to have the intubation tube removed. The nurses "kicked" the daughter out in a "friendly way" so the patient can get as much rest as possible. When the patient was sleeping her body was uncontrolled, her arms hands fingers and feet move sporadically, she clenches her hands into fists and makes faces. The patient falls asleep fast and often but it is not restful and she rouses at every sound. On monday night the patient's memory seemed to be improving and "she knew what was going on for the first time after being told and asked numerous times throughout the day." The patient was getting stronger and when awake she has much more control over her body than 24 hours ago. The patient was awake for 3-4 minutes at a time sometimes and very social, tonight she danced in her bed to tv music while holding her daughters hand. The patient was writing notes to her daughter and the nurses and it was hard work for her. She would get frustrated when she can't figure out the right words and when she falls asleep between writing words then can't remember what she was going to ask. The patient would get discouraged a lot but was determined as well, there was so much she wanted to say and ask. The patient's daughter told her of everyone's well wishes and prayers, it made her smile and the daughter could see it gave her hope. On (B)(6) 2014, the daughter was told by the nurses that the patient was switched from the intubation tube to an oxygen mask. On (B)(6) 2014 the patient was doing great and had been awake off and on for 5-10 minutes at a time when she was kept stimulated by touch or sound. The patient was bored and wanted her daughter to visit her more but the more the patient was visited, the faster she became worn down and the harder it would become for her to sustain a normal heart rate and oxygen level. The nurse often would have the visitors step out of the room for "a few" so the patient may rest between stimulation. That night the patient's breathing tube was set on apnea settings. It would kick in when the patient was not "triggering" the breaths on her own. The patient was not anywhere near being fully independent of it but also not depending on it fully. In the morning the doctor was to check her arterial blood oxygen levels again (they were perfect that morning) and she will have another chest x-ray. On (B)(6) 2014 (friday morning) the doctor did the test with a scope that they hoped would explain why the patient's airway kept collapsing when the ventilator was removed. It would have been fortunate to find that the muscles were spasming but the doctors found they were not. They removed the ventilator but within 2 hours the patient's airway had collapsed again. The doctors waited as long as they could before re-intubating hoping the obstruction would clear itself up in enough time; it did not. The patient was turning grey and gasping for breath when the tube was re inserted. The doctor was able to begin the patient's tube feedings again with no nausea and with the ventilator in place. The patient had been getting up to use the commode and would sit in the recliner in her room. The doctor decided it best that he give the patient's body a few days to rest before checking on her airways again. It was thought that since her body was so weak potential nerve damage in her throat from needing to be intubated because of the respiratory depression caused by the fentanyl was not healing. Since friday, the patient had received great doses of steroids and antibiotics to help lower the inflammation in her throat so when the doctors remove the ventilator tomorrow (B)(6) 2014 (monday) airflow has been restored. The patient was beginning to develop pneumonia and the ventilator exasperates it. Tomorrow when the tube is removed if the patient's airway collapse again the doctors plan to perform tracheotomy that will remain in place for about a month while the nerves in her throat continue to heal. It had been tough for the patient the last few days while orders had been just to rest. The doctors have stopped the patient's blood tests as well as airway tests to give her body a chance to catch up to the trauma its endured. Her strength was increasing and the patient was frustrated by her limited mobility and inability to talk but was letting people know her feelings on paper. Though the patient was able to be very alert the patient chooses to be sedated and spends most of her time sleeping because it's easier than dealing with her reality. The previous night was a long night waiting to find out what would happen today after all of the stress it was now known what the patient's future will hold for the first time in 2 weeks. The doctor came in around 9am to check the patient's airway, deflated the balloon around her ventilator and found there was no airflow at all between the side walls of the airway and the ventilation tube. Around 11 am the patient will be taken to surgery to have a tracheotomy performed. The anesthesiologist indicated the procedure was minimally invasive and discomfort afterwards was low. The true challenge was believed to be in getting used to life in general with the trach in place. The doctor told the patient's family that while the patient will be unable to talk she will be more comfortable and mobile. The patient was looking forward to taking walks and getting to go home when she is healed from the surgery. On (B)(6), the patient was in surgery and the team says about two hours. Following the surgery the patient was back in her room in ICU and she looked good and peaceful. The doctors say she will remain on the ventilator for a little while (at the moment it was breathing for her so she can rest). On (B)(6) the patient was waiting for the doctor to come in to find out if she could be taken off the ventilator for good. The patient had been eating ice chips since the previous night and may get yogurt today. Speech therapy was going to see the patient and the patient may get to take a walk. When the patient's daughter walked into her room the patient put her speaking valve on the tracheotomy and spoke. The patient was eating pudding and drinking a pepsi and smiling. The patient went for a walk around the floor. The nurses discussed with the patient's daughter regarding home conditions needed and healthcare the patient will need when discharged. The patient was going home soon. The patient was able to talk on the phone very quietly. On (B)(6) the patient was outside while the daughter visited her at the hospital. Two weeks and one day later the patient was home.